Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an infection that could not be resolved. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.